Manufacturer narrative:
Date sent to FDA: 4/24/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent abdominal hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy due to a small bowel obstruction on (B)(6) 2017 during which the surgeon performed about an hour long of lysis of dense adhesions of the omentum to loops of bowel and the existing mesh. The doctor was able to divide and remove a portion of the mesh. The remaining portion of the mesh, however, was left in situ to avoid the possibility of an enterotomy with bowel resection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 10/19/2020.

Manufacturer narrative:
Date sent to FDA: 2/24/2020. Corrected information: g1.